Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the tubing of a large bore stopcock with extension set. The pm was further described was dark colored debris and was discovered while the customer was flushing the tubing prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection via the naked eye was performed which revealed a dark particle visible in the tubing. Additional spectroscopic inspection was performed which determined an irregularly shaped particle 3.9 mm long (as measured in the longest linear dimension) was seen in the tubing. The color of the polymeric particle ranged from dark brown to amber to clear which indicated some degradation may have occurred. It was located 14.25 inches from the stopcock end of the set. The spectroscopy determined the particle was polyvinyl chloride with bis (2-ethylhexyl) phthalate (dehp) plasticizer. The reported condition was verified. The cause of the condition was due to material used in the manufacturing process. However, there are current prevention measures related to this failure mode such as control agreement for applicable components and interplant quality systems, receiving inspections per local and incoming inspection and training (such as assembly sequence, operator certified and setup/verification as well as detection controls which include in-process inspections, periodic checks [functional test] and 100% visual inspection by manufacturing personnel). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.